Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was identified within two 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The details of the pm were not further specified. This issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) actual and two (2) photographs were received for evaluation. Visual inspection was performed along with magnification which observed a particles in the photographs only. A white elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene consistent with fill port material appeared in fluid path was observed based on the first photo sample and dark particle matter in fluid path of the blurry second photo. The reported condition was verified in the photographs; however, not verified in the actual samples. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.